Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged seeing particles in the device. The patient alleged difficulty in breathing, irregular heart beat. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles, difficulty in breathing, irregular heart beat related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. External investigation of the CPAP observed very little contamination on the outside. Air inlet port had some dirt/debris visible from outside. Iso port contained black contamination consistent with degraded sound abatement foam. Pil powered on the device using a known good power supply and ac power cord which showed the base unit provided airflow. External investigation of the humidifier observed fibrous contamination on the top of the device. Black contamination consistent with degraded sound abatement foam within the humidifier's air inlet port that can be seen from the outside. Internal investigation of the CPAP found visible evidence of sound abatement foam degradation and breakdown in the blower box, blower, and iso port. Small amounts of dust/dirt contamination inconsistent with degraded sound abatement foam found throughout device enclosure, outside of the blower box. Evidence of water ingress found in the bottom of the blower box. Internal investigation of the humidifier found dust/dirt contamination throughout humidifier enclosure as well as black contamination consistent with degraded sound abatement foam on the air outlet port and throughout the airpath. When removing the screws holding the bottom cover in place, one of the threads broke off where a corroded screw was housed. The broken thread and screw were placed in a clear bag attached to the device. Pil can confirm evidence of degraded sound abatement foam particles in the airway of both the device and its humidifier. Pil is unable to address the symptoms listed in the complaint. Section h6 updated in this report.